Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: patient had a lumbar degenerative spondylolisthesis, l4 - 5. In the latest operation, the surgeon used the contact fusion cage for posterior lumbar interbody fusion. It was found; one fourth of right cage was stuck out from the posterior edge of vertebra and it might move posteriorly. The patient claimed a numbness and pain after the operation, so the surgeon tried to extract the cage. The sales consultant attended in the first operation and did not find any technical error in the operation, because the surgeon compressed the cage. After the operation, the surgeon noted one of the causes might be the back-straining exercise just after the operation. After x-ray imaging, the surgeon will review the last operation and the patient's state. Surgeon also noted: the direction that is a re-operation to extract the one-sided cage and use the patient's bone graft. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found.